Manufacturer narrative:
Photographs of the device were reviewed, indicating that one of the bars is bent. Evaluation of the device is in progress.

Manufacturer narrative:
A follow-up report will be submitted upon receipt of the device and evaluation thereof.

Event description:
It was reported that the when the patient was getting moved from the bed to the wheelchair, the brace buckled when he shifted his weight. There was no indication that the patient was injured.